Event description:
It was reported that the customer experienced a blood glucose (bg) level of 46 mg/dl on glucose monitor. Reportedly, customer delivered too large of a bolus due to entering incorrect values into the bolus calculation screen. The customer consumed carbohydrates to address bg and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.